Event description:
In 2008, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The 22 fr (8.3 mm) gore introducer sheath was inserted only halfway into the right femoral artery due to resistance, and the physician advanced the endoprosthesis delivery catheter from there. After the device was placed, the femoral artery ruptured during sheath withdrawal. A gore contralateral leg endoprosthesis was placed to repair the femoral artery. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusion: device used outside of instruction for use (IFU). The introducer sheath was 2.3 mm larger than the access vessel.